Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The pod generated an 0x1c alarm after operating for 80 hours. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy. Inspection of the fluid path found no issues that would affect the device's ability to deliver insulin, however the exposed portion of the soft cannula was found to be kinked. It cannot be determined when or how this damage occurred. A leak test found no leaks or tears in the soft cannula. No other damages or manufacturing deficiencies were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.